Manufacturer narrative:
Manufacturer was not able to obtain this information. It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states 2 of the 5 coaguchek lancets are missing the protective caps. No adverse event reported. Requested return of suspect device and replacement was sent.